Event description:
Siemens was notified on (B)(6) 2012 that the 333 was the position information on the table interface when the table was in the physical 0 degree position. The position readout changed when doing isocentric rotation. It behaved exactly like someone had rotated the table to 333 degrees and done a calibration saying this is zero. Reportedly the therapist had transferred patient data from (B)(4) to rt therapist and downloaded the first field to the accelerator. The requested isocentric rotation for the treatment field was zero. When the therapists were in the treatment room and pushed the button for auto-setup, the table moved isocentric even though the table was physically correct at zero (0) degrees. Then it was noticed that the readout display showed 333 when the physical position was at zero (0) degrees. There was no error message. The table had to be re-calibrated to bet the correct readout. There is no report of injury to the patient. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemen¿s investigation into the reported incident is on-going. A supplemental report will be sent to the FDA upon completion of the investigation. (B)(6).